Manufacturer narrative:
Information contained in this report was previously submitted through asr on 19/oct/2015 and 22/jul/2017. The events of skin rash/dermatitis, allergic reaction and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, skin rash/dermatitis, allergic reaction and lump/nodule.

Event description:
Patient reported a right side "nodule" and "leak". Patient then reported "skin rash" and "itching." Patient additionally reported being "dehydrated, inflammation, losing weight, chills," and "having an allergic reaction to "something." Patient additionally reported pain; this event is not related to the device. Device has been explanted.